Manufacturer narrative:
G1: corrected manufacturing name and address.

Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg endoprosthesis and a contralateral leg endoprosthesis (plc121000j/ (B)(4)) was implanted. The contralateral leg endoprosthesis was implanted in the left limb. Then, a touch-up ballooning was performed using a gore® molding & occlusion balloon catheter (mob37/ (B)(4)). After the touch-up ballooning, an angiography revealed a distal type I endoleak in the left leg. Touch-up ballooning was performed again, but during the ballooning, a part of the balloon was located outside of the contralateral leg endoprosthesis. Then, vessel rupture was observed at near the bifurcation of the left iliac artery. The balloon ruptured also. The patients¿ blood pressure decreased. (This event was reported on MFR. Report # 3007284313-2021-01722). An additional contralateral leg endoprosthesis was implanted to extend to the left external iliac artery. The blood pressure became stable. The left internal iliac artery was covered, but there was blood flow via collateral arteries. No endoleak was observed. The patient tolerated the procedure.

Manufacturer narrative:
H6: investigation findings and conclusion codes.